Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was showing fluctuating high impedance. The pocket was opened to rule out header issue and the lead was found to be fractured under the suture sleeve. Lead still functional in pole 1 and 3. We moved suture sleeve and added a lead repair kit over fractured portion. Lead remains implanted and active. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.